Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bled - cheek/mouth [mouth haemorrhage]. Almost choked on the iron screw [choking sensation]. Injured cheek on the pin- mouth [mouth injury]. Brush broke in the mouth / injured cheek on the pin, bled [injury associated with device]. Brush broke in the mouth of son [device breakage]. Case description: a parent reported via e-mail on 21-jun-2016 that the oral-b flexisoft or precision clean brushhead broke in the mouth of his/her son of unspecified age while used with an oral-b rechargeable toothbrush, version unknown. The parent explained that his/her son injured his cheek on the pin, bled, and was now afraid of brushing. The parent also stated that his/her son almost choked on the iron screw. This was a new brush head. The case outcome was improved. No further information was provided.